Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a pocket infection occurred approximately ten weeks post implant of the implantable pulse generator (ipg) system. The ipg system was explanted, a drain was placed and the patient was placed on antibiotics. The organism was identified as group a streptococcal. No further patient complications have been reported as a result of this event.